Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was noticeably difficult to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was dissected to find the inflation notch was not completely perforated. The device was returned for evaluation. Complaint addressed by existing CAPA. The labeling and risk assessment was not completed as they are addressed by existing CAPA. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to inflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate during pretest.